Event description:
The customer alleged to have gotten a result of 107mg/dl using the contour next usb meter and the contour test strip, which should have produced an error. No adverse event was alleged. Customer was sent a new meter and strips, and is expected to return his strips for evaluation.